Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that the patient fell backwards as he got into a car. It was further reported that the doctor thinks the patient suffered a knee hyperflexion.